Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 (B)(6): information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had sudden pain that began on (B)(6) 2016 at 4 am. The location of the pain was noted to be in the bi-lateral leg and lower back. The patient had already tried increasing stimulation. It was noted that the patient fell out of bed on (B)(6) 2016. The patient only had one group, programming was adjusted, and left leg pain resolved but the patient still had right leg and lower back pain. The patient was to follow-up with a healthcare professional and wait for a manufacturer representative (rep) to call her back. Patient services called the rep to tell him what was resolved. The rep was to call the patient back and take care of her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.